Event description:
The customer reported that no alarm was provided when a patient with an arterial line had the stopcock accidentally bumped which caused the 3 way stopcock to turn and lead to the patient bleeding from the arterial line. This requires emergent care to prevent further harm.

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more information concerning this event.